Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited an abnormal appearance adhesive or fragments of the control unit components (coupler/adapter/camera head) have fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited an abnormal appearance adhesive or fragments of the control unit components (coupler/adapter/camera head) have fallen off. There were no reports of patient involvement.